Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back to into service.

Event description:
It was reported that the 9600 system had a disk error with mixed up images following a case. No pt injury was reported.